Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose (bg) was 500 mg/dl and ketone level was moderate. Customer went to the emergency room and was admitted to the hospital. Intravenous insulin was administered. Elevated bg/ketones were resolved with no permanent injury. Customer was discharged on (B)(6) 2019. Contact suspected the cause of the event was due to the pump; however, was unable to provide further details. There were no issues identified with cartridge or infusion set. Customer reverted to using another pump and no further issues were experienced.